Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the alert sounded for high impedance on the superior vena cava coil. The lead will be monitored and is still in use. No patient complications have been reported as a result of this event.